Manufacturer narrative:
This report is filed january 23, 2014.

Event description:
Per the clinic, the patient experienced poor performance leading to device non use. The device was explanted (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).